Event description:
It was reported that during use, the balloon catheter ruptured while in use with the cs300 intra-aortic balloon pump (iabp). No patient injury or harm was reported.

Manufacturer narrative:
Updated fields: b4, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer evaluated the unit for the reported condition. The investigation confirmed that a non-getinge balloon catheter was being used at the time of the event. As a result of the balloon rupture, the condensate remote module (crm) and safety disk were contaminated with patient blood. Corrective action was subsequently performed, including replacement of the condensate remote module (0997-00-0986-01) and safety disk assembly (0997-00-0985-01). Following replacement, all functional and safety tests were completed successfully in accordance with the service manual. The device passed all performance checks and was returned to the customer, cleared for clinical use.

Manufacturer narrative:
Due to character limit in d section d10: (ultraflex iab 7.5 fr.(2.5mm) - 40cc. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the during operation cs300 intra-aortic balloon pump (iabp) balloon catheter ruptured. No harm.